Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot detachment was confirmed. The reported loss of arterial access was confirmed based on the confirmed posterior foot detachment. The reported abnormal appearance of the foot could not be confirmed as the foot was not returned for analysis. Although it was reported as a needle to cuff miss, the event is classified and analyzed as a suture retrieval issue (anterior needle to cuff detachment) as the difference between the two failure modes is often not discernable to the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The reported needle to cuff miss, foot detachment, loss of arterial access and subsequent treatment appears to be related to procedure circumstance. A conclusive cause for the reported abnormal foot could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery (rcfa) was attempted using a proglide device with a 7fr sheath after a percutaneous coronary intervention in the left anterior descending artery. Reportedly, the proglide device was inserted in the rcfa and pulsatile flow was confirmed. The lever was lifted and the foot was deployed. When the plunger was pushed down while tension was being applied, the device came out of the femoral artery. Once the device was outside the anatomy, the plunger was removed out of the body of the device and it was confirmed the suture was not harvested/the suture was not connected by the link. Then, when the lever was pulled, it was confirmed the posterior foot was missing. It did not feel like the foot broke while the device was used in the anatomy. However, as there was a possibility that a detached portion of the foot remained in the anatomy, the puncture site was examined using computed tomography (CT) but no portion of the foot was found in the anatomy on the CT scan. Manual arterial compression was applied to achieve hemostasis. Reportedly, the physician believes that the foot was already in an abnormal shape before use and thus when the plunger was pushed down; the force was applied only on the anterior foot causing the body of the device to come out of the artery. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. The patient was in stable condition. No additional information was provided.